Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt alleges pain at the ipg site whether stimulation is on or off due to a superficial ipg. The pt may consider surgical intervention as the next course of action.